Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer changed the infusion set and cartridge and resumed insulin. System check was being performed by tandem technical support; however, the customer was unable to continue to troubleshoot due to already changing supplies. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.